Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received and without device return the root cause of the event is indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 19mm aortic pericardial valve was explanted after an implant duration of eight (8) years, ten (10) months, due to structural valve deterioration and high gradient secondary to calcification. The explanted valve was replaced with an 19mm bioprosthetic valve. The patient is noted as being stable in the intensive care unit. Per the surgeon this early degeneration might be due to the patient being treated with a very strong oral pharmacologic therapy for osteoporosis.

Manufacturer narrative:
Follow up MDR submitted to report patient age omitted from initial report.